Manufacturer narrative:
Review of returned device found that the etch was too light for specified blueprint standards. This is believed to be an isolated event.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. When implant was opened, surgeon noted there was no labeling on the implant to confirm the size and neck length.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.